Event description:
It was reported that the pt developed an abscess on the left foot eight weeks after initiating treatment for an ulcer using the device as a dressing over the ucler. The pt required hospitalization, intravenous antibiotics (ancef), and surgical drainage of the wound.